Event description:
It was reported that patient was not able to get enough pain relief. It was noted that patients spinal cord stimulator lead had migrated. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted device will not be return as it was disposed at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7074569/7074290.